Manufacturer narrative:
D1 brand name was revised. E1 initial reporter was added since it was inadvertently omitted from the initial report. Asae /major bleed: the cause of the access site adverse event was use related as the issue resolved after act came down. Anemia: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
Additional information received that once the activated clotting time (act) came down and pressure was held the bleeding resolved. The impella device is not available for return.

Event description:
An impella cp was inserted via right femoral artery in a 83-year-old male who was admitted for high-risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. The patient received support with the cp for the percutaneous coronary intervention procedure. One day post-procedure, the patient's hemoglobin was 6 and unknown amount of blood products were transfused. The source of bleeding was unknown. On day two of support, the patient's hemoglobin was 7.7 and an additional 1 unit of blood products were transfused. The device was explanted. Bleeding is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.